Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients, in an undefined period of time. No further clinical information was supplied in this complaint. The clinician complaint included the following products:isps1050 lot 7676618 1 unit, isps1050 lot 7686318 (B)(4) unit, isps1150 lot 7743607 (B)(4) units, ils1138 lot 7598908 (B)(4) unit, ils1138 lot 7598973 (B)(4) units, ils1138 lot 7748556 (B)(4) units, ils1060 lot 7459016 1, ils1050 lot 7551907 (B)(4) uni, id1033 lot 7627704 (B)(4) units, id1133 lot 7590900 1 unit, id1133 lot 7650801 (B)(4) unit, isps0850 lot 7667344 (B)(4) unit, isps0850 lot 7748420 (B)(4) unit. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.